Event description:
In the literature article, "percutaneous closure of the patent foramen ovale using the helex septal occluder: acute and long-term results in 405 pts", it was reported the physician implanted a gore helex septal occluder to close a patent foramen ovale. "A thrombus was discovered on the right disc of the occluder during a routine six-month f/u. The pt had been taking aspirin at the time of the event, which was continued three further months at which time a f/u visit revealed thrombus resolution."

Manufacturer narrative:
This reportable event came from the article: heinisch c, et.al. Percutaneous closure of the patent foramen ovale using the helex septal occluder: acute and long-term results in 405 pts. Eurointervention 2012;8:717-723. Several attempts were made to gather the required missing info.